Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the balloon lost pressure on an antegrade right proximal superficial femoral artery access case. Access was maintained and another manufacturer's device was used for closure. The patient was not hospitalized. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Vessel location: peripheral vessel size: 6 mm sheath size: 6f stick location: low vessel type: arterial.